Event description:
Patient presented with infection and protruding stimulation lead at ipg site to physician at the ER. The ER physician prescribed antibiotics to address infection. Patient reported continued infection to physician and the physician surgically removed the inspire system on (B)(6) 2021.